Event description:
It was reported that the patient presented remotely via merlin. Net. Transmission showed the implantable cardioverter defibrillator (ICD) was post-sense t-wave oversensing. Programming changes were made. The patient was stable throughout.